Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. The ventilator's internal tubing was found to be pinched, which would cause the device to fail testing. The device's tubing kit was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The device's tubing kit was found to be pinched and was replaced to address the issue. During additional evaluation of the device at the manufacturer's service center, the device failed test steps again during testing. The device's active exhalation control module needs to be replaced to address the issues.